Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex was returned inside a biohazard bag and shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal and proximal ends were found open and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open distal¿ was not confirmed as the braid's distal and proximal ends were found opened and frayed. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that the braid was not positioned in the vessel bend, which eliminates it as a potential cause. In this event, the vessel tortuosity and damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determ ined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that angiography revealed an aneurysm in the right ophthalmic artery segment. After the access was established, the micro guidewire led the microcatheter to the right m2 segment, and ped-500-30 was selected for implantation. After pulling back to the distal anchor point, the stent could not be opened in the distal section. Attempts were made to retrieve and deploy it, but the stent could not adhere to the wall in its opened form. Due to multiple retrievals of the tip end, burrs were formed. To ensure the safety of the operation, a new ped-500-25 stent was replaced, which opened smoothly. After angiography, the stent adhered well to the wall without any abnormalities, and the operation was completed safely. Additionally, an apb-3-6-3d coil was selected to form a hoop, and then an apb-2.5-4-3d coil was inserted. During the insertion of the apb-1-4-3d coil, it was found that the coil was stretched. To ensure surgical safety, a new coil of the same specification was replaced and successfully detached and implanted. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, ruptured right ophthalmic artery segment aneurysm with a max diameter of 3.5 mm and a 3.0 mm neck diameter. The proximal landing zone was 4.9 mm. Dual antiplatelet therapy (dapt) was administered. The angiographic result post procedure was that there were no abnormalities on angiography.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported irregularity observed at the tip end of the braided wire. The pipeline was not placed in a vessel bend when it failed to open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.